Event description:
During maintenance, the laser system had only one prong for fiber detection. We are unaware about delay on treatment or patient injury.

Manufacturer narrative:
We are waiting for additional information by distributor.